Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional(hcp) reported a patient was injected with 1 ml of juvéderm® volux¿ in jawline posterior (jw1). About a year later, patient developed thickening on one side of the face and notices a painful nodule on the posterior left jawline. The nodule progressively increased in size, became more red and painful. The patient went to hospital where a 1.5 hour surgical procedure was performed to remove the filler. A large mass was removed and pathology confirms the presence of a foreign body filler. Symptoms has been resolved.